Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the extracorporeal membrane oxygenation (ECMO) ceased operation at 2015 due to suspected pump failure or console failure resulting in a significant drop in mean arterial pressure (map) to 20mmhg. Immediate intervention was initiated, titrating up on epinephrine and a levophed (norepinephrine) drip to support hemodynamic stability. After assessing the whole ECMO circuit, it appeared that all cable connections were thoroughly verified to be securely connected to the red alternating current (ac) power source with no loose connections/kink observed. Emergent motor exchange was performed. Within two minutes the motor and console were promptly switched and replaced. Rotations per minute (rpm)/flow was restored. The rpm was set back to the prescribed parameters. Flow and map was reestablished and stabilized as well. The patient was immediately able to wean back down on pressors. Patient tolerated intervention well and hemodynamic stability was recovered. The patient then passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed via the downloaded log files but was not reproduced during evaluation of the returned centrimag console. On 02aug2025, the log file captured an ¿sf_ifd_shutdown_detected¿ fault flag. As a result, the pump speed dropped to 0 rpm and the flow reading decreased along with an m2: motor disconnected alarm and m4: motor alarm. The log file then captured an m3: pump not inserted alarm, and the system was subsequently shut down. This is consistent with the reported console and motor exchange. The returned console, serial number (B)(6), was returned to the service depot on 11dec2025. The unit was connected to a test loop for several days without issue or atypical alarms. The reported pump stop was not reproduced. The provided information indicated the issue resolved after console and motor were exchanged. A root cause for the reported event was not conclusively determined through this analysis. Incidental findings: the unit did not pass surge testing. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m3, m4, m5, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.